Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured, so it could not be used. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynxcontrol vcd 6f/7f(ce mark)¿ was returned inside of clear plastic bag for investigation. After unpacking, the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. Neither the syringe nor the procedure sheath was returned for analysis. The stopcock is set on the closed position. The sealant remained in the manufacturing position fully covered by the sleeves. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. Inflation/deflation test was performed by injecting water into the returned device according with the instructions for use (IFU). A leak was observed on the balloon. The balloon was inspected using a vision system to obtain a magnified image. A rupture was observed. The failure reported by customer as ¿balloon~balloon loss of pressure¿ was confirmed. The ballon does not inflate as expected due to an observed leakage caused by a rupture. This condition does not allow it to maintain the inflation pressure. Based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. If the issue occurred during prep, then handling factors are likely to have led to the condition reported. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured, so it could not be used. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.